Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported unchanged mitral regurgitation (mr) was a result of the reported slda. Unchanged mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the leaflets on the mitral valve were thin. One clip was deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021, echocardiography was performed, and the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the previously implanted clip. An xt clip was deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr remained at a grade of 3-4. No additional clips were implanted. No additional information was provided.